Manufacturer narrative:
Date sent to the FDA: 02/27/2020. Additional information: d10, h4, h6. Corrected information: g1. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: a failed suture needle submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2020. Additional information: d4, g1.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic ovarian cyst surgery, on (B)(6) 2019 and suture was used. The needle was broken at the swage during interrupted suturing on the subcutis. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.